Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic with muscle stimulation, during follow up the pulse generator exhibited back up vvi mode. Further troubleshooting could not be performed. The device was explanted and replaced successfully, no issues were noted.